Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulty charging and electrocautery was used during the procedure. The patient was reported to be doing well postoperatively. The explanted ipg will not be returned for analysis, as it was retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulty charging and electrocautery was used during the procedure. The patient was reported to be doing well postoperatively. The explanted ipg will not be returned for analysis, as it was retained by the facility.